Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise in all programmed sensing vectors. It was noted that the patient had a left ventricular assist device (lvad), and the noise was suspected to be related to the lvad. Surgical intervention was undertaken. The device and electrode were explanted. A transvenous implantable cardioverter defibrillator (ICD) system was implanted seven days later. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise in all programmed sensing vectors. It was noted that the patient had a left ventricular assist device (lvad), and the noise was suspected to be related to the lvad. Surgical intervention was undertaken. The device and electrode were explanted. A transvenous implantable cardioverter defibrillator (ICD) system was implanted seven days later. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.